Event description:
It was reported that the bed had damaged components. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation is ongoing; a follow-up report will be submitted with results.